Event description:
It was alleged that during use a freeflow occurred on a patient. It was noted that the infusion. It was noted that the pump gave alarm 'e'. There was no reported patient consequence.